Manufacturer narrative:
The device was not received for analysis at the time of this report; therefore no physical or visual analysis of the product can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted in the precautions within the device instructions for use (dfu), "free movement of the guidewire within a catheter is an important feature of the steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided to date it appears that clinical and/or procedural factors may have impacted on the event as reported. If any further relevant information is provided, a follow up report will be submitted.

Event description:
There were two devices that were stuck together. The balloon was stuck on the guidewire. This was during the case, inside the patient. They were completely removed from the patient's body afterwards. They grabbed a new wire and another of the same balloon to finish the case. No complications to the patient.

Manufacturer narrative:
Device evaluation: a review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As received, the specimen consists of one clinically used 300-014 gw, short taper guidewire; returned coiled, loose and double-bagged within "zip-lock" style poly pouches. The specimen presents ptfe coating damage and removal scattered over the coated length of the wire shaft, with the most noticeable ptfe coating damage and removal from 62 to 80cm from the distal tip. The specimen also presents numerous kinks/bends of varying severity and frequency scattered over the length of the device. The distal coil presents approximately 2mm of stretched coil wraps immediately distal of the proximal coil to core wire joint in addition to dried biomaterial adhered to the proximal coil to core wire joint and dried blood-like material on the marker coils. All joints appear to be correct and intact. Except where noted, the specimen device appears visually and dimensionally correct. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As noted in the precautions within the device instructions for use (dfu), "free movement of the guidewire within a catheter is an important feature of the steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use." And "do not torque, advance or withdraw the wire if significant resistance is felt, torqueing, advancing or withdrawing a guidewire against significant resistance may cause vessel damage, guidewire damage and/or guidewire tip separation." It was reported by the distributor that the device had to be separated from the balloon. The dried biomaterial adhered to the proximal coil to core wire joint is likely a contributing factor to the event as reported. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that clinical and/or procedural factors have contributed to the event as reported. If there is any further relevant information provided a follow up medwatch report will be filed.